Event description:
It was reported that a patient presented via a merlin.net transmission with large amplitude noise on the near field and far field rv channels. Electromagnetic interference was suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.